Event description:
It was reported that on literature review "study on the correlation of delayed bleeding after plasma tonsillectomy," 11 patients had a postoperative delayed bleeding after a tonsillectomy using a evac 70 wand and the coblator ii surgery system. The events were treated returning to the operating room for electrocoagulation, suturing, heat osmosis or plasma coagulation. Patients outcome were unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Article citation:xiong hua, chen jianqiang, zou jianding, hu boxia, 2016, study on the correlation of delayed bleeding after plasma tonsillectomy, modern practical medicine june 2016 vol. 28, no. 6

Manufacturer narrative:
H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, risk management and CAPA, nc, pra/hhe review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Per case details no further information is available. Without supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.